Event description:
A customer reported that infusion failure occured during a vitreoretinal procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A product sample has been requested, but has not yet been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).